Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Caller disconnected call. Attempted to call customer back, customer did not answer. No address on file. Most likely underlying root cause: mlc-134-user has low glucose value note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for lo blood glucose test results. Caregiver is calling on behalf of the customer. Caregiver stated that the customer's meter read lo; caregiver also stated that earlier that day ((B)(6) 2017) the meter read 36 mg/dl. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the caregiver stated that the customer was shaking and that she was going to contact the customer's healthcare provider. Caregiver then disconnected the call before any further information could be obtained. Attempted to call customer back, customer did not answer.